Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample to the manufacturer is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2022, the patient underwent port implantation for an unknown medical condition. It was reported that post port placement, the port allegedly had subcutaneous leakage in the neck area. It was further reported that catheter was allegedly found broke in two places. The device was removed. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp MRI implantable port with an attached groshong catheter was received for evaluation. One radiographic image was provided. The image shows upper third of the patient¿s chest x-ray. This confirms the right internal jugular access. The arc of the catheter appears unremarkable but the port and much of the catheter is not fully imaged. Gross visual, microscopic, tactile and functional evaluations were performed. Multiple longitudinal splits and a kink were noted on the proximal portion of the attached catheter. What appeared to be tissue, was noted on the center portion of the attached catheter. Two partial compound breaks were noted on the attached catheter approximately 11.5cm and 12.4cm from the port body. Longitudinal splits were noted on the proximal portion of the attached catheter. The edges of the first partial compound break on the attached catheter were noted to be jagged. The surface was noted to be round and smooth on both regions. Splits were noted on the border of both regions. Residue was also noted throughout. The edges of the second partial compound break on the attached catheter were noted to be jagged. The surface was noted to be round and smooth on both regions. Splits were noted on the border of both regions. Residue was also noted throughout. Therefore, the investigation is confirmed for the reported catheter fracture and identified catheter wear and deformation issues. The break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (patient, device, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2022, the patient underwent port implantation for an unknown medical condition in the right internal jugular vein. It was reported that post port placement, catheter was allegedly found broke in two places. Reportedly, damage to the upper and lower clavicles. On (B)(6) 2025, the device was removed. The current status of the patient was unknown.